Event description:
The device was used for routine monitoring of a patient with no cardiac arrythmia. The device display was visible initially, but when the operator looked back at the device at some later time the display was dark and unreadable.